Manufacturer narrative:
The device was not returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified procedure, the thunderbeat gave a metal detected error and the tip fell off from the device. The user facility was able to remove the tip, and the procedure was able to be completed with a similar back-up device. There were no reports of patient harm.